Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05027. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05027. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat third degree rectocele, gaping introitus, second degree rectocele, and stress urinary incontinence, which were progressively symptomatic, and mesh was implanted. At the time of implantation the concurrent procedures of anterior and posterior mesh, xenograft implant repair and cystoscopy with dye were performed.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and had mesh implanted due to stress urinary incontinence, rectocele, and gaping introitus. The patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence and dyspareunia. (B)(4).